Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 was broken. The following information was provided by the initial reporter: material # 305211 lot # 4051928   verbatim: rcc received a complaint via email. Email(s) attached. On 07aug2025 xxx was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ broken filter needle. On 07aug2025, the office staff reported the following: ¿ the filter needle was "faulty¿. The filter needle "was broken in some way so the medication was leaking through the filter needle" while the dose was being withdrawn from the vial.¿ catalog: 305211 lot: 4051928. Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 07aug2025 2.any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a. 3.can you share any physical sample or photo if available for investigation? No sample/photo is available.

Manufacturer narrative:
It was reported the needle was broken in some way, so the medication was leaking through the filter needle. Our quality team has completed a device history record review for material number 305211 and lot number 4051928. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Consequently, the exact cause of this incident remains undetermined. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.